Event description:
It was reported that episodes of post-paced t wave oversensing and post-sensed t wave oversensing were observed on the device. No intervention has been performed at this time, the patient was stable and will continue to be monitored.